Event description:
It was originally reported that a patient experienced a shocking/jolting sensation down her right leg when her device was turned off or on. The patient has multiple sclerosis and sometimes falls. Since the patient was reprogrammed, the shocking/jolting sensation has worsened. Movement and palpating the device does not cause stimulation changes. The lead impedance measurements are within a normal range and the x-ray of the full system is normal. Five months later it was reported that the patient was experiencing shocking/jolting sensations in the rectal area after a colonoscopy. This occurred with the device on and off. The hcp has decided to remove the lead and possibly the ipg. Further information is being requested from the hcp.